Event description:
While removing the sheath, the sheath broke leaving a portion in the femoral artery requiring cut down of the artery to remove the broken piece resulting in an admission overnight for observation.